Manufacturer narrative:
Updated postal code : (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I total b-hcg results on one patient. The results provided were: sid (B)(6), initial=126.9 miu/ml (> 25.0 miu/ml=positive) , repeated on alinity ai02396= < 2.30 miu/ml (< or =5.0 miu/ml=negative) ,repeated from plasma specimen=< 2.30 miu/ml, repeated at another facility =< 1.2 miu/ml, there was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service engineer (fse) replaced the valve, bypass, dispense manifold (a-30104239-03), and valve, manifold, dispense 2 way (a-35002114-03) which resolved the issue. A review of the alinity I processing module, serial number (B)(6), service history did not reveal any additional causes and no other reports of discrepant or inconsistent patient results have been received since the fsr replaced the part.a review of the alinity I, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the part valve, bypass, dispense manifold and valve, manifold, dispense 2 way revealed no trends or systemic issues. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The alinity I service documentation contains information for the removal, replacement and verification of the valve, bypass, dispense manifold (a-30104239-03) and the valve, manifold, dispense 2 way (a-35002114-03). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I processing module, serial number (B)(6)or valve, bypass, dispense manifold (a-30104239-03), and valve, manifold, dispense 2 way.